Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, nine tubes underfilled when the tube pushed off the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. Therefore, functional testing was conducted using 20 retained samples, and all were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill and or tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, nine tubes underfilled when the tube pushed off the needle. No adverse impact was reported regarding the patient or user.